Manufacturer narrative:
This report references the extension of the system created by the manufacturer. The extension was implanted with a different manufacture's ins, which is considered off-label use of the device. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. See attached literature article. If information is provided in the future, a supplemental report will be issued.

Event description:
Dayal v, akram h, zrinzo l, limousin p, foltynie t. Subthalamic nucleus deep brain stimulation in parkinson's disease: valuable programming insights from anecdotal observations. Stereotact funct neurosurg. 2020:1-3. 10.1159/000505701. In this article, the authors use a case to illustrate and discuss some practically important learning points about programming subthalamic nucleus deep brain stimulation for parkinson¿s disease patients and highlight clinically relevant issues resulting from anatomical and device-related anomalies. Reported events: pli 10: it was reported that the patient had effective therapy relief. The patient's ins battery depleted normally, and was replaced with a new manufacturers device, but the extension remained. The patient had significant deterioration over the course of hours featuring severe bradykinesia affecting dexterity, gait and speech. Impedance measurements found low impedance on the right side. Reprogramming did not resolve the issue. The low impedance was resolved with replacing the extension.